Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with air flowing back to the side port occurred. It was reported that about halfway thru the procedure, the physician noticed that there was air going into the hemostatic valve which was allowing air into the sheath. The sheath was introduced into the patient. No medical intervention was required. When the sheath was replaced with an agilis sheath, the issue was resolved. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures and the evaluation was completed. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Then, the returned sample was connected to a syringe with water and no leakage was observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with air flowing back to the side port occurred. It was reported that about halfway thru the procedure, the physician noticed that there was air going into the hemostatic valve which was allowing air into the sheath. The sheath was introduced into the patient. No medical intervention was required. When the sheath was replaced with an agilis sheath, the issue was resolved. No adverse patient consequence was reported. The air flowing back into the side port issue is MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).